Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 150 ohms. It was noted by the healthcare provider (hcp) that the shock impedance has gradually risen over the past approximately eight months and has reached the current measurement of 150 ohms. It was noted there were no electromagnetic interference sources and there is no noise observed on the rv shock channel. Boston scientific technical services (ts) explained possible physiological changes over the past eight months. Ts noted this is a single coil rv lead and there are no programming options. Ts described the concern when the shock impedance is greater than 145 ohms and provided options to the hcp, including increasing the shock impedance upper alert limit from 125 ohms to 175 ohms and monitor, or consider performing a maximum energy commanded shock test. Ts discussed the three possible values that would be observed with this commanded shock test. Ts discussed the final option is to consider a rv lead replacement. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received approximately one year later that the rv lead shock impedance measurement at the most recent check in the office was 180 ohms, which is high out of range. In addition, the patient was indicated to have received a recent appropriate device shock with an associated high out of range shock impedance value of 125 ohms. It was noted that there is no noise observed on the shock channel electrogram. Ts discussed the possible cause as calcification on the lead. Ts noted this is a single-coil lead so it will run at a bit higher impedance by design, but provided guidance to the hcp that it is at a point where they will want to consider performing periodic commanded shock testing to confirm the ability to charge and deliver a device shock without an open circuit condition. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 150 ohms. It was noted by the healthcare provider (hcp) that the shock impedance has gradually risen over the past approximately eight months and has reached the current measurement of 150 ohms. It was noted there were no electromagnetic interference sources and there is no noise observed on the rv shock channel. Boston scientific technical services (ts) explained possible physiological changes over the past eight months. Ts noted this is a single coil rv lead and there are no programming options. Ts described the concern when the shock impedance is greater than 145 ohms and provided options to the hcp, including increasing the shock impedance upper alert limit from 125 ohms to 175 ohms and monitor, or consider performing a maximum energy commanded shock test. Ts discussed the three possible values that would be observed with this commanded shock test. Ts discussed the final option is to consider a rv lead replacement. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.